Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Patent identifier: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the surgeon removed a nail because of an infected non union of a femur. This nail was placed in (B)(6) 2022 in (B)(6). It was an open femur fracture. The nail was successfully removed. There was patient consequences. Patient status:stable. No further information. Concomitant device reported: end-cap f/ufn/cfn ø12 extens. 10 tan gre(part:459.013; lot# unknown; quantity:1). Concomitant device reported: unk - screws: 5.0 mm locking(part# unknown; lot# unknown; quantity:4). This report is for one (1) pc-(B)(4). This is report 1 of 6 for complaint ufn ø10 l360 tan green.